Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device when the protector was removed, it was noted that one of the stent struts was bent and protruding from the stent delivery system. The device was never used inside the patient. Another 3.00 x 20 synergy ii stent was deployed and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut row number 6 from the proximal end of stent was lifted and bent slightly in a proximal direction. The undamaged section of the crimped stent od (outer diameter) was measured using snap gauge and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues of the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device when the protector was removed, it was noted that one of the stent struts was bent and protruding from the stent delivery system. The device was never used inside the patient. Another 3.00 x 20 synergy ii stent was deployed and the procedure was completed. There were no patient complications reported.